Event description:
This report is submitted to comply with MDR malfunction notice (B)(4) requiring the reporting of incidents involving a life-supporting and/or life-sustaining device. The customer reported a malfunction of the pressure sensors. Found during regularly scheduled test. No pt involvement. Distributor has pulled device from clinical use until device can be repaired.

Manufacturer narrative:
Requested attempts to return device for investigation and repair have been denied. Customer does not wish to send device back for repair. MFR is working with another MFR trained distributor in the area to provide investigation and service of the device. Will provide follow-up of investigation when available. (B)(4).